Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "the vacutainers with the green/blueish cap are more often than others not vacuum or have a significantly reduced vacuum with the result of slow flow and/or an too small of an sample. These containers are then discarded and another one is used. This was typically happening much more often or regularly with the vacutainers."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "the vacutainers with the green/blueish cap are more often than others not vacuum or have a significantly reduced vacuum with the result of slow flow and/or an too small of an sample. These containers are then discarded and another one is used. This was typically happening much more often or regularly with the vacutainers."